Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during drain 0 of 6 of treatment. It is unknown at which point in therapy the leak may have begun. The patient was bypassed to fill 1 and fluid began to leak from the patient connection site. The cause of the leak is unknown. A new cycler was issued. The cycler will be returned to the manufacturer for physical evaluation. Additional information was requested but to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak at the patient connection line after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during drain 0 of 6 of treatment. It is unknown at which point in therapy the leak may have begun. The patient was bypassed to fill 1 and fluid began to leak from the patient connection site. The cause of the leak is unknown. A new cycler was issued. The cycler will be returned to the manufacturer for physical evaluation. Additional information was requested but to date has not been provided.

Manufacturer narrative:
Corrected information: b.5 upon receipt of additional information it has been determined that the event reported in MFR 2937457-2022-00877 does not represent a reportable event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product. No further updates will be made on MFR 2937457-2022-00877.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak at the patient connection site after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during drain 0 of 6 of treatment. It is unknown at which point in therapy the leak may have begun. The patient was bypassed to fill 1 and fluid began to leak from the patient connection site. The cause of the leak is unknown. A new cycler was issued. The cycler will be returned to the manufacturer for physical evaluation. Additional information was requested but to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.